Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-23: instability is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6 visual examination of the returned product identified signs of implantation with some discoloration. Post was fractured off. The device was submitted for further analysis. Explant was examined under magnification using a keyence microscope. The tibial uhmwpe bearing shows signs of potential post-fracture. There was potential evidence of removal damage on the bearing, likely incurred during explantation. The articular surface regions of the bearing had possible signs of abrasions and burnishing consistent with in vivo usage. The underside of the bearing also showed potential evidence of burnishing and creep deformation consistent with in vivo usage. The articular surface of the bearing showed possible evidence of subsurface cracking on one articular condyle of the bearing this was predominately near the posterior lip, while the other side did not have similar subsurface cracking visible. There was possible abrasion and/or impingement damage noted near the edge lip on the same condyle that showed potential subsurface cracking possibly caused by contact with a femoral component/anatomical body. The post showed evidence of having been potentially deformed prior to fracture, with possible impingement damage (deformation and/or delamination) on multiple edges. A possible fracture initiation area was identified at an anterior corner of the post. This corner of the post¿s base correlated with the possible impingement damage, and the side of the bearing that had the subsurface cracking and edge damage. This may suggest possible asymmetric loading and/or impingement on the side of the post. These may have contributed to the potential fatigue overloading fracture of the post. No change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with sudden onset instability of the knee requiring revision surgery. At surgery it was discovered that the posterior stabilized post was fractured off. There is no additional information available at this time.